Event description:
During an accuracy study for the machine, it was discovered that strips read 20-30% lower than the reference laboratory instrument. The question asked was: is this due to the instrument (which was being evaluated at the time) or is it a reagent problem. After rechecking the instruments with a new lot, it was determined that the previous lot was defective. An advisory to stop using lot for pt testing was sent to all wards. (*)